Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform (serial#(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the handpiece had no seal when used on a normal arteriole between stomach and spleen. There was no evidence of energy delivery and end tones were heard. There was no re-grasp alert or error. The handpiece was able to complete 3 good seals before the issue occurred and was cleaned normally. The surgery was extended for 15 minutes and bipolar and hemostasis was used to stop arterial bleeding. Blood transfusion was not required.